Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a display error on the controller and the pump parameters were not visible. The patient went to check their controller and there was no information present. Also, when the patient went to the clinic, they downloaded files and pushed the scroll button but still no information was present. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Initial MDR date MFR rec: (B)(6) 2018. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller passed visual inspection and did not pass functional testing. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Visual inspection of the controller under 10x magnification revealed a hairline crack surrounding power port 2. An internal visual inspection did not reveal fluid ingress. The hairline crack finding is not related to the reported event. Based on an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the device revealed that the controller was unable to display characters properly, thus confirming the reported event. Internal inspection revealed that a potentiometer which regulates the front panel pixel intensity was faulty. The lcd display regained functionality once the potentiometer was replaced. Additionally, cracks were observed around the connector at controller power port 2. This is an additional observation not related to the reported event. The most likely root cause of the reported event can be attributed to a faulty potentiometer. An internal investigation was opened to investigate cracks observed on pioneer 2.0, in the area surrounding the power port connectors. If information is provided in the future, a supplemental report will be issued.